Manufacturer narrative:
Retainer ring was black. Constant pump error 43 and pump error 130 alarms noted during rewind due to corrosion on the motor traces on the motor assembly to the j5 connector of electrical board, the resistance in ohms reads 2.0 ohm to 430..9 kohm which indicates a partial open circuit leading to the motor from corrosion on the connection points. Pump error 75 alarmed during selftest due to corrosion on j6, the voltage drop (1.146v-0.013v=1.133v) from the backup lithium battery plug to j6 pins 1 and 2 on electrical board was a significant voltage drop indicating a partially open circuit from the corrosion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to constant pump error 43 and pump error 130 alarms. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, peeling/fading end cap address label, cracked battery tube area, cracked battery tube threads and scratched case. Severe corrosion on electronic board stack, force sensor assembly, in battery tube and motor assembly. (B)(4).

Event description:
Information received by medtronic indicated that the customer went swimming and casing was cracked. Customer reported battery compartment of insulin pump was damaged. The insulin pump will be returned for analysis.